Manufacturer narrative:
One device was returned for repair with complaint of failed flow accuracy test. Service history review identified the complaint was not related to a previous service of the device within the review period. No relevant event history found. Unable to confirm the complaint by performing delivery accuracy test. All results within spec. Probable cause of complaint was unknown. The pump passed all validation tests.

Event description:
It was reported that the device had a failed flow accuracy test. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.